Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2022-90141. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment of device or device component and tilt. This information was received from one source. One patient was involved with no patient consequences. The patient was male. Age and weight information was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The device was not returned to the manufacturer for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for detachment and tilt. The definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment of device or device component and tilt. This information was received from one source. One patient was involved with no patient consequences. The patient was male. Age and weight information was not provided.